Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 230 mg/dl on meter and 353 mg/dl on the lab. Tests were done within 10 minutes with a differece of 35%. Pt was admitted to the hosp due to "heart pains". Pt was also "not taking meds due to readings on meter looking good". Pt's spouse called back after receiving the control solution--the control solution test passed on the meter. No further info has been reported.